Event description:
Caller reported damage to tandem charging cable, rendering charging supplies non-functional. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the damaged charging supplies via 2-day shipping, and the customer was advised to contact their healthcare provider for backup therapy if the pump battery depletes before receiving the replacement.